Event description:
It is reported that the pt was revised due to medial subsidence of the baseplate and a midshaft tibia fracture due to stresses of tibial subsidence.

Manufacturer narrative:
Eval summary: the primary tka was uncomplicated, and there was no post-op infection. No products were returned for examination. The returned x-rays show that the tibia had subsided medically and the tibia had fractured mid-shaft due to the stresses of the tibial subsidence. Without add'l info, an exact cause cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.